Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Analysis of the desktop charger (dtc) [s/n (B)(4)] found bent connector pins on the cable assembly. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) stopped providing therapy and stimulation. The ins recharger screen was blank and the programmer showed that the ins needed to be charged. The patient normally charged every few days but the last time they charged was a few weeks ago. The ins recharger was not charging when plugged it. There was a light on the desktop charger and the connector was loose. The ins was indicated for spinal pain.

Manufacturer narrative:
Evaluation conclusion code applies to the desktop charger (dtc). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.